Manufacturer narrative:
Continuation of concomitant products: 430-10 lead implanted: (B)(6) 1998; 5076-45 lead implanted: (B)(6) 2003.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.